Event description:
During a stent placement a 5.0 x 20 rca stent was placed. The second stent to be placed was a 5.0 x 12. The second stent would not pass through 5 x 20. Upon removing the 5 x 12 stent delivery system it was noted that the stent was no longer on the balloon. X-rays and a CT scan were taken. The stent was located in the rt carotid siphon. Pt was sent to another facility for stent removal. No further pt complications noted.